Event description:
A medical physicist attempted to perform procedure provided by varian in customer technical bulletin with assistance from clinical engineering. The model and console version were verified. During the procedure process and in the service mode, the "beam on" was initiated. When attempting to beam off, unit continued to count as if delivering energy and would not stop. All normal methods of initating a "beam off" did not work. Service mode was aborted and unit continued to count until software rebooted to mode selection screen. By going back into service mode, they were able to dupliate the problem and aborted the install. They reloaded the backup configuration files and the unit operated properly. After consulting with the manufacturer, it was determined that no energy was being delivered, even though the counter made it appear as though it was.